Event description:
This rv lead was implanted on (B)(6)2011. Lead was microdislodged. A lead revision was done on (B)(6)2011 using the same lead and repositioned on the rv septum. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).